Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was not charging. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 17oct2018. Date received by manufacturer: 16oct2018. The customer declined repair and/or service of the device. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.